Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-jul-02. The patient reported that her pump had been empty for 4 days in january 2018, but she never heard the pump. There was no out of box failure reported. A medical/therapy problem associated with small parts was not reported. The patient was redirected to follow-up with her healthcare provider regarding the pump alarm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. The patient ¿s history included hypophonia. On (B)(6) 2018 it was reported that the patient¿s healthcare provider in (B)(6) 2018 cut the refill date too close. The patient went without baclofen for 3 days. The patient didn¿t not hear the alarm. The patient did hear the alarm well on the manufacture¿s website but not on their pump when it went off. The patient didn¿t hear the alarm and no one else did where the patient lives, a retirement independent living facility. The patient went through a month of hell after the healthcare provider upped the dosage and calculated the next refill date but then the physician decided the dosage needed to be upped again. The patient contacted the office to make sure the refill date had been recalculated and the staff stated I had. The patient had an emergency dental procedure ¿force refill date¿ so she went in 3 days earlier and was shocked to learn it had not been recalculated and the alarm would have gone off again the following day. No further complications were reported.